Event description:
It was reported that the customer experienced high blood glucose levels of over 500 mg/dl. The customer stated that she changed the infusion set three times, and, while rewinding the insulin pump, the customer saw that the reservoir compartment was wet with insulin. Troubleshooting was done. The customer stated that she had received a no delivery the day prior to this event. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window and cracked case at display window corners.